Event description:
The manufacturer received information alleging a ventilator's display screen turned dark momentarily. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. Although the issue was not confirmed, the device's display, display board and display ribbon cable were replaced to address the issue preventatively. The device was cleaned and tested. The device passed all final testing.